Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type catheter. Analysis results regarding the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed. The results code and conclusion code is regarding the catheter. The conclusion code is applicable to the pump.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a flex dose rate of 10.294 mg/day via an implantable pump as of (B)(6) 2017 for non-malignant pain. The lot number of morphine was unable to be obtained. It was reported that the patient was admitted to an emergency room (ER) with withdrawal on (B)(6) 2017. The patient experienced withdrawal due a fractured catheter near intrathecal placement. Regarding diagnostic/troubleshooting, the side port was unable to be aspirated and imaging implied leaking drug. A full catheter replacement was performed on (B)(6) 2017. The issue was resolved at the time of the report. The patient was with injury regarding their status at the time of the report. Other medications (oral, IV, etc.) That the patient was taking at the time of the event was unable to be obtained. The catheter was returned to the manufacturer for analysis. As per the pump¿s log received with the returned device, a motor stall occurred on (B)(6) 2017 at 12:15 followed by motor stall recovery on (B)(6) 2017 at 12:28.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body broken. Conclusion code 11 no longer applies. Result code 3233 no longer applies. Conclusion code 22 only applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the motor stall on (B)(6) 2017 that recovered 13 minutes later was unknown. It was unknown what troubleshooting/diagnostics were performed related to the motor stall. It was unknown what symptoms the patient experienced related to the motor stall. It was unknown what actions/interventions were taken to resolve the motor stall. The catheter was replaced (not the pump); it was fractured near the intrathecal insertion point. The patient was experiencing increased pain, nausea, and other withdrawal symptoms. There were no further complications reported.